Event description:
The customer reported that the defibrillator printed and saved only 12 seconds of the electronic event file from a pt event. The involved pt died, but the customer has not stated that the device was a factor in the pt outcome.

Manufacturer narrative:
(B)(4): this customer reported that the defibrillator printed and saved only 12 seconds of the electronic event file from a pt event. The involved pt died, but the customer has not stated that the device was a factor in the pt outcome. A follow-up report will be submitted after philips obtains more info about this event.